Manufacturer narrative:
The customer¿s report of crack hub ¿female luer¿ was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack, observed to be on the same side as the gate. The knit line could not be detected. There were no damage or issues observed with the rest of the pca set. The female luer was inspected under magnification, no stress marks were observed. Functional testing was performed and a leak was observed through the crack on the female luer. The root cause of the leak was identified as a crack. The cause of the crack was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack in the hub of pca extension set during infusion of versed and fentanyl. There is no report of leaking or patient harm.